Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the display lens broken. During the functional testing, the customer reported problem was unable to be duplicated, but the pump was found to be over delivering. The cause of the issue is unknown. The expulsor and the lcd lens were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an occlusion failure. The average delivery was -15.257 percent, resulting in under infusion. Patient involvement is unknown.